Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the introducer sheath was not returned. The stent delivery wire (sdw) was kinked 83 cm from the proximal end. The stent delivery wire (sdw) was seen to be fractured roughly 205 cm and the drape and markers were missing. The stent was seen to be deformed with the braided edges frayed and slight bulging noted. The functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per the physician, the stent delivery wire of the subject flow diverter stent becomes free without deploying the complete flow diverter. Additional information indicates "as per physician while he deployed the subject flow diverter stent partially half of the subject flow diverter stent opened but while he was trying to open it completely the stent delivery wire got free, and he could not move the flow diverter back and forth." The anatomy was reported to be moderately tortuous, which most likely contributed to the reported event. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Product analysis found the subject stent delivery wire (sdw) was kinked 83 cm from the proximal end. The subject stent delivery wire (sdw) was seen to be fractured roughly 205 cm and the drape and markers missing indicating significant force was used to enable the stent delivery wire (sdw) to fracture. The subject stent was seen to be deformed with the braided edges frayed and slight bulging noted. The introducer sheath was not returned. An assignable cause of procedural factors will be assigned to the as reported ¿stent deployed prematurely during use¿ and as analysed ¿stent deployed prematurely during use¿, sdw kinked/bent, sdw broken/fractured during use and stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the wire of the subject flow diverter stent became free without deploying the complete stent. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. As per the physician the wire of the subject flow diverter (fd) becomes free without deploying the complete fd. Additional information indicates "as per physician while he deployed the fd partially half of the fd opened but while he was trying to open it completely the wire got free, and he could not move the fd back and forth." The anatomy was reported to be moderately tortuous. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported stent deployed prematurely during use.

Event description:
It was reported that during the procedure, the wire of the subject flow diverter stent became free without deploying the complete stent. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during the procedure; the wire of the subject flow diverter stent became free without deploying the complete stent. The procedure was completed successfully with another device without any clinical consequences to the patient.